Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - robotic-assisted bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, migraine, weight increased, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: urinary tract, dysmenorrhea (cramping), fatigue, endometriosis, gastrointestinal or digestive system condition type: bloating, pelvic abscess. Onset date of event menorrhagia, dyspareunia, migraine, weight increased, vaginal infection, abdominal pain, pelvic pain, back pain were updated. Reporter information, aka name, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) robotic-assisted bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, migraine, weight increased, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event plaintiff did not undergo essure confirmation test added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo-lupron, tylenol- otc, oral contraceptives and. Concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - robotic-assisted bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, vaginal haemorrhage, urinary tract infection, fatigue, endometriosis, abdominal distension, headache and ovarian cyst outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: pfs received : event "ovarian cysts" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), back pain ("back pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia bleeding between periods"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - robotic-assisted bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, migraine, weight increased, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo-lupron, tylenol- otc, oral contraceptives and. Concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - robotic-assisted bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, intermenstrual bleeding, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, vaginal haemorrhage, urinary tract infection, fatigue, endometriosis, abdominal distension, headache and ovarian cyst outcome was unknown, the heavy menstrual bleeding, migraine and dysmenorrhoea had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, ovarian cyst, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic abscess ('post-operative pelvic abscess') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included fibromyalgia, anemia, nausea, neck pain, fever, photophobia and vomiting. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - robotic-assisted bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic abscess, genital haemorrhage, weight decreased, dyspareunia, back pain, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, vaginal haemorrhage, urinary tract infection, fatigue, endometriosis, abdominal distension and headache outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: pfs received event headache was added. Outcome of event " abnormal bleeding (menorrhagia), cramping and migraine" were updated as recovered and weight gain was updated as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse), "), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and migraine ("migraine") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, weight decreased, dyspareunia, back pain, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received-new events added-pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, migration, urinary probs.,bladder infect., vag. Infect., vag. Discharge, gi conditions, migraine, weight gain, weight loss were added. Reporter details, patient information, removal date and indication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.